Event description:
It was reported that with the device there was a gradual leak from the airbag. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.